Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The alleged issue began about 6 weeks prior to contacting lfs. About 11am that day, the patient obtained a blood glucose result around "434-440 mg/dl" with the subject meter. The patient manages his diabetes with humalog insulin (20 units) and lantus insulin (up to 50 units.); however, the patient does not take insulin if his blood glucose is around "110-120 mg/dl" range. Based on the alleged result, the patient reportedly administered self an increased dose of humalog insulin (30 units) and lantus insulin (60 units). By 1130am-12pm, the patient claims he "felt funny" and had symptoms of clammy, sticky and sweaty. The patient had asked his wife to get him a soda so he could treat his symptoms; however, by the time she returned, the patient reportedly passed out. Emergency medical services (ems) was contacted and the patient obtained a blood glucose result "below 50 mg/dl" with the ems meter. The patient was administered intravenous (IV) glucose as treatment. The patient was transported to the emergency room (ER) for observations and released 7-8 hours later. The next day, the patient was suspicious of the subject meter and reportedly made a couple comparisons. The patient reported blood glucose results which were "20-30 points less" than on his other meter. The patient also reported erratic results of "470 and 265 mg/dl" with the subject meter, performed within 20 minutes of each other. Since then, the patient has discontinued testing with the subject meter. At the time of troubleshooting, the cca noted an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.